Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a unspecified saline implants textured 240 cc and suffered deflation on the right breast implant. As a result, the patient had undergone removal and replacement with new implants (lot number 19523488 on the right and 19523480 on the left) on (B)(6) 2019.